Event description:
It was reported via repair work order that the siderail handle was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail handle was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation conclusion - a visual and functional inspection was unable to be performed by the stryker field service representative due to the unit not able to be located at the time of the inspection. This account has over 30 cub pediatric cribs and a representative of ucla ronald reagan medical center told the stryker field service representative that he will be contacted when the unit is made available. It was alleged that the siderail handle was missing from the rail assembly. No additional information was provided by the customer regarding the functional impact of the missing siderail handle.